Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set during the night. The patient woke with hyperglycemia and was vomiting. Paramedics were called and they took her to the hospital where her blood glucose level was 1300 mg/dl. The patient was treated for the elevated blood glucose level at the hospital. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.